Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on approximately (B)(6) 2007 and mesh was implanted to treat stress urinary incontinence and prolapse. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted concurrently with enterocele repair, sacrospinous ligament fixation, posterior repair, cystoscopy, and excision of left labial mole. It was reported that patient underwent anterior mesh removal and anterior repair on (B)(6) 2012 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.